Event description:
Hcp reported patient experienced return of pain symptoms. On refill, the hcp noted inaccurate reservoir volumes. The device was explanted and returned to the manufacturer for analysis.